Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and receiver that occurred on (B)(6) 2016. Patient instructed to perform a reset and was advised it could take up to 15 minutes to reestablish connection. No additional patient or event information is available.